Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during an arthroscopy, the t2 of the fast-fix 360 curved broke. The procedure was successfully completed without delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5: event description updated. H10: h3, h6: a partial device was returned preventing full evaluation of complaint. There was no relationship found between the device and the reported event. A visual evaluation was performed. The suture and both anchors were not returned. The depth limiter button was in the default position. Tape was covering the distal tip of the device. The needle overmold assembly was bent. The actuator tip was in the t2 position. A functional evaluation was done. The actuator tip functioned as designed. A material assessment of the implant could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the breakage of the t-anchor implant. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported breakage cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The t anchor implants are implantable, so biocompatibility is not an issue. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed and root cause could not be established since the t2 was not returned for evaluation. Factors that may have contributed to the reported event include an application of unintended excessive force during manipulation of the sutures or damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 of the fast-fix 360 curved broke. The t2 implant and its pieces were removed from the patient. The procedure was successfully completed without delay using a back up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the second shut of the fast-fix 360 curved broke. The procedure was successfully completed without delay using the same device. No further complications were reported.